Manufacturer narrative:
Concomitant medical products: product ID: evolutpro-26-us, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients relative that post implant of their implantable pulse generator (ipg), the patient had developed brain damage and required brain surgery. The ipg remains in use. No further patient complications have been reported as a result of this event.